Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009 - patient had ventral hernia thereby underwent repair with the implant of two large circle ventralex meshes (device 1, 2). (Notes: there is no op notes provided for this procedure in medical records) (B)(6) 2021- patient had abscess thereby underwent CT guided fluid aspiration. (B)(6) 2021 - patient had small bowel obstruction, abdominal pain, infected mesh thereby underwent open repair with the removal of mesh (device 1) and implant of ventralex meshes (device 3, 4). Per op notes, "the mesh was palpated inferior to the incision. The inferior mesh (device 1) was adherent to small bowel. The superior mesh (device 2) was heavily incorporated with the small bowel and unable to be separated. The lysis of adhesions was extensive. Ileum was resected. The hernia defect itself was repaired using the large circle ventralex mesh (device 3) which placed as ptfe side was facing the peritoneal cavity and straps were used to pull the polypropylene side up against the underside of the anterior abdominal wall using tacks. An umbilical ventral hernia was addressed. A large circle ventralex mesh (device 4) was placed underside the anterior abdominal wall using tacks."